Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned to depuy synthes for evaluation. Visual examination found the edge of the inner surface of the tower slightly worn, markings of normal using can also be found all over the device and on the rest of the inner surface as well. Functional test was able to assemble the drill tower with its mating components, however there was a slight difficulty while inserting the drill on the tower, confirming the reported allegation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent the surgery. In the surgery, the engagement between the attune tibial drill tower in question and the attune tibial drill in question was not good. So, reaming over the tower was not possible, so the surgeon reamed manually. The surgery was completed successfully with no surgical delay. No further information is available.